Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to the fill line of the nozzle. The plunger has under rode the trailing half of the lens. The trailing half of the lens was misfolded and broken on top of the plunger. The lens was advanced past the fill line. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The plunger has under rode the trailing half of the lens. The trailing half of the lens was misfolded and broken on top of the plunger. The root cause cannot be determined for the misfolded lens/plunger underride. Plunger underride may occur: ¿ due to rapid advancement faster than the dfu recommended rate. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation surgery,when pushing the plunger, resistance was felt. Therefore the product was replaced and the surgery was completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).